Event description:
The company was informed that the patient sustained a head injury causing the implant to migrate. On (B)(6), 2013, the patient went to the hospital due to pus at the implant site. On (B)(6), 2013, surgery to reposition the implant took place successfully. The patient is currently being monitored. Advanced bionics is in the process of gathering more information. Once more information is received a supplemental report will be submitted.